Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician was unable to retract the right ventricular lead helix during the implant procedure. The physician was also unable to insert the guide wire after attempting to retract the lead helix. A different lead was used to complete the procedure without further incident. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported events of inability to retract helix and insert wire were confirmed. Final analysis found the complete lead was returned in one piece measuring 58.1 cm. The inner coil inside the connector region was found overtorqued and the helix was found stretched. The stylet was unable to be inserted due to the overtorqued inner coil. The damages found were consistent with procedural damage. The lead was otherwise normal.